Event description:
Procedure type: ileus surgery, colectomy, functional end to end anastomosis. According to the reporter: the device was fired onto the small intestine. Bowel content and blood leaked from near the staple line. Dr grasped the tissue by forceps, and then performed end to end anastomosis. Second firing of device was successful. This was an emergency operation from a vascular surgery.